Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2008, a follow-up computed tomography angiography revealed a type ii endoleak with the sac measuring 5.8 cm. On (B)(6) 2009, a follow-up computed tomography revealed a type ii endoleak with the sac measuring 6.2 cm. On (B)(6) 2011, a follow-up computed tomography revealed no endoleaks with the sac measuring 6.5 cm. No reintervention is scheduled.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications. (B)(4).